Manufacturer narrative:
This report is filed january 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was prescribed oral antibiotics (date not reported). Subsequently on (B)(6) 2015, the patient underwent revision surgery to excise the excess skin. During the same procedure a longer abutment was placed. The implanted device remains.